Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2017-06216. It was reported the leads intended for use were unable to be implanted due to the patient's anatomy. As a result, the procedure was abandoned.

Event description:
Device 1 of 2, reference MFR report#: 1627487-2017-06216. Upon further review, it was determined the device reported under related MFR. Report# 1627487-2017-06216 was the device that was unable to be implanted. It was also the only device that was used.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-06216. Additional information identified the patient underwent surgical intervention on (B)(6) 2017 where a paddle lead was implanted (reference MFR. Report#:3006705815-2017-01426 and 3006705815-2017-01427).